Event description:
It was reported that during implant, the helix of the right ventricular lead would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.